Event description:
Journal article received: dynamic hip screw blade fixation for intertrochanteric hip fractures, frankie leung, paata gudushauri, grace yuen, tak-wing lau, christian fang, and shew-ping chow, journal of orthopaedic surgery 2012;20(3):302-6 reported: a patient, operated on within 48 hours of their intertrochanteric hip fracture and given a single injection of an antibiotic 30 minutes before incision as prophylaxis, underwent surgery for the implantation of a dhs blade, a 4-holed 135 degree angled plate and an unknown number of screws. This report is for an unknown plate. A deep infection was noted post op. It is unknown if the product was a synthes device. A copy of the literature article will be submitted with this medwatch. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Journal of orthopaedic surgery, vol. 20 no. 3, december 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Corrected data: date of event: is being corrected from journal of orthopaedic surgery, vol. 20 no. 3, (B)(6) to journal of orthopaedic surgery, vol. 20 no. 3, (B)(6) 2012. Device used for treatment, not diagnosis.